Manufacturer narrative:
Correction: product, unique device identification (UDI) and device manufacture date updated to proper value.

Manufacturer narrative:
On 02/03/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested. Replacement computer shipped to site 02/06/2017. Medtronic investigation of returned suspect computer finds that the computer booted normally to the application screen. The ent program and exams loaded without issue. No unresponsiveness was observed during burn-in testing. No fault found. On 02/09/2017 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Computer was unresponsive. Computer replaced. Issue resolved. On 02/27/2017 software investigation was completed. This issue was found related to a software issue and was documented in a medtronic software anomaly tracking database. No further issues have been reported.

Event description:
A site physician reported that, while in an ear, nose & throat (ent) procedure, their navigation system unexpectedly became unresponsive on the navigate screen. The surgeon stated they were able to navigate for approximately an hour and then the instruments would not recognize, at that point, the navigation system became unresponsive. In trouble-shooting, they tested all ports with all instruments being used. As the surgeon had no further need for navigation, the procedure continued to completion without further issue. Delay in therapy was less than one hour. There was no impact on patient outcome.